Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the provisional instrument was discovered broken within a bin in a warehouse.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of follow up-1. (B)(4). The device had an unknown frequency of use. Based on the state of device and the age of the device when returned it is considered that the wear is a result of general usage of the device.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch .review of the device history record and receiving inspection report identified no deviations or anomalies.visual examination concludes that the returned device tasp has fractured on the lateral side of the post. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 9 months before it fractured. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Reported information does not state whether surgical technique was followed or not. Tasp was manufactured after the design change. With the information available, it is not possible to determine the root cause.